Manufacturer narrative:
The failure investigation has been completed and the alleged cartridge issue was verified. Duplication testing was performed and no failure was identified related to the reported occlusion alarm issue.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an occlusion alarm occurred. Customer cleared the alarm and resumed insulin delivery. In addition, it was reported that cartridge change errors occurred with multiple cartridges during the load sequence. Customer¿s blood glucose level was between 200-240 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.